Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked main battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power-on self-testing, and a review of the alarm log were performed. The cracked main battery was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.